Event description:
It was reported from (B)(6) that during a routine maintenance testing, it was discovered that the attachment device overheated in operation. This event did not occur during surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, the reporter stated that the event occurred during the month of february, 2015. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the bearings were worn out and loose and were no longer in axial alignment, raising the temperature above specifications. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn out bearings from normal wear over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Upon further follow-up with the reporter, additional information was provided. The previous report stated the date of report was (B)(4) 2015 and date received by manufacturer was (B)(4) 2015. However, during follow-up with the reporter, it was reported that the exact date of report and date received by manufacturer was unknown. However, the reporter stated that the awareness date occurred during the month of february, 2015. Therefore, the correct date of report and date received by manufacturer have been updated to (B)(4) 2015. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter¿s phone number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.